Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous elevated blood glucose levels (value not provided). The cause was not provided. Tandem technical support made multiple follow up attempts with the customer, however, no response received.